Event description:
The caller reported that the pump battery would not charge, and they did not receive a power source alert. There was no adverse impact on the customer's blood glucose level. The caller was using a tandem charging cable and attempted to charge the pump using a wall outlet for at least 30 consecutive minutes, but the charging connection was unstable and not recognized. Technical support instructed the caller to try a different wall outlet, but as this did not resolve the issue and the caller had no other charging cable or wall adapter available, a replacement tandem cable and wall adaptor were to be sent. If the pump battery depleted before receiving the replacements, the customer was advised to rely on an alternate form of insulin therapy. Technical support planned to follow up, and the caller was advised to contact them again if the pump did not charge with the new equipment.